Manufacturer narrative:
Patient information not provided due to japanese privacy regulations. A medtronic representative went to the site to test the system. Software logs were reviewed and indicating that the reported issue was unable to determine probable cause without further information since the behavior cannot be replicated. A system checkout was performed, and the system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a health care professional regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the registration was unsuccessful despite repeated attempts. The procedure was completed without using the navigation system. The sales rep was not present during the case, and will visit the facility for an inspection at a later date. There was a delay of less than 1 hours. No impact on patient outcome.